Event description:
Dealer states the arm tube is broken at the rear weld. Customer states this is the second time it's been broken. Dealer thinks it's from transferring and putting excess weight on it.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.